Event description:
The user is stating the device incorrectly shocked multiple times during deployment. The patient outcome is unknown.

Manufacturer narrative:
Pr#: (B)(4). Data analysis of internal memory revealed that the (2) additional shocks noted by the user did not come from the device in this report. During the time of these shocks, the device was neither in charge mode nor in ECG analysis mode, but was in pause mode. Due to these hardware and software limitations, the device is unable to deliver a shock. The data file does not have a record of the additional shock deliveries. There was no fault found with this device and it operated within specification.